Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie did not receive one (1) unisg, (gold-tite® square uniscrew) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿fracture screw.¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: 2021.

Event description:
It was reported that the patient lost the implant at tooth site 34 due to non-integration. On 2021 goldtite screw at tooth site 35 fractured and the screw was removed. On (B)(6) 2025 goldtite screw at tooth site 36 fractured, but this time it was impossible to remove the screw. Doctor decided to put to sleep implant at tooth site 36, and a new implant will be placed at tooth site 34. Implant at tooth site 36 was placed on (B)(6) 2009. This report refers to screw fracture at tooth site 35.